Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that blood leaking from catheter at hub. Complaint via email. Blood leaking from catheter at hub.